Event description:
A physician called reporting a pt with swelling 48 hours after injection with bovine collagen. The pt was skin tested with lot on the left forearm in 2000 with no response. Pt was then injected with collagen in the nasolabial folds and some fine lines branching off of the nasolabials in 2000. After 48 hours pt developed subcutaneous edema over the entire area treated with the collagen. Pt was seen by the physician in 2000 and given claritin 10mg po qd with no relief. The edema has been constant since onset. Although it coincided with an increase in retin-a that the pt was using, the physician believes this edema is due to hypersensitivity to bovine collagen.